Event description:
Report received of a non-delivery. The pump was programmed to deliver an unspecified concentration of pitocin at an unspecified rate. After an unspecified length of time, the pt reported that they could not feel any uterine contractions. The nurse reportedly adjusted the monitor. Approximately 25 minutes later, the pump sounded an audible alarm and displayed the message "malfunction 71". The nurse indicated that the pump was warm to touch and that the pitocin reportedly, had been "stopped for 1 hour". The pump was removed from clinical service and the therapy was resumed with a replacement pump. There were no reported adverse pt sequelae. Though requested, there was no further info available.